Event description:
Reporter stated the customer was hospitalized on (B)(6) 2014 with hyperglycemia and diabetic ketoacidosis. Her blood glucose was "hi" (> 600 mg/dl), and she delivered 6.0 units of insulin. Her blood glucose was still elevated during the next test, and she delivered an additional 3.0 units of insulin. She believes the infusion device did not correctly deliver insulin or provide an e4 occlusion error. She was treated with an insulin drip and insulin pen, and she was discharged from the hospital on (B)(6) 2014. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).